Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced blood at the sensor site. The customer had to call emergency medical services because it would not stop bleeding. The sensor was removed from the abdomen and bleeding stopped. Blood glucose at the time of incident was 12.0 mmol/l. The sensor will not be returned for analysis.